Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with diagnostic failure code 38 was confirmed and duplicated by baxter service personnel. The root cause was determined to be a malfunction in the tube misloading detection circuitry. The force-sensing resistors on pump 2 were replaced to correct this condition. Additional information: a service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted baxter to report a flogard in which failure code 38 occurred. There was no patient involvement. The event occurred upon power on in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.